Manufacturer narrative:
Manufacture reference number: (B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to attach to the esophagus. The capsule was discarded and will not be returned for evaluation. No harm was caused to the patient. A repeat procedure was not performed. No intervention was required. There was nothing unusual about the patient or procedure. An endoscopy had been performed prior to bravo procedure; the esophagus appeared to be bloody. The site has been performing bravo procedures for about 6 months. Lubricant was used on capsule to facilitate capsule placement. The account is unsure what caused the device to malfunction. No other known adverse events were reported.